Event description:
The entire device was removed from the pt and replaced, reason not indicated. Co has requested add'l info. Into received on 1/9/97 indicates the cuff when inflated, was not satisfactorily occluding his bulbar urethra due to fluid loss.